Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hole or tear in the hose" was confirmed. During service, the device's pre-repair diagnostic assessment noted "hole in hose." If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device had a "hole or tear in the hose." It is known that the device was used during surgery however no patient or user injury or medical intervention occurred. There was no additional information provided.